Event description:
It was reported that during a vitrectomy procedure bubbles entered the patients eye from the tip of the vitrectomy cutter. No report that actual patient harm occurred or surgery was prolonged 30 min.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. A DHR review was performed on the production documentation in which no anomalies were identified. In addition, no similar incidence have been reported on the same batch number. The investigation will be continued when the device is available for examination.

Manufacturer narrative:
In regard to the complaint, one 25 gauge disposable high speed tdc cutter and an eva cartridge with tube sets were received for investigation. Visual inspection revealed that the outer knife of the cutter was bent. Functional testing showed that bubbles emerge from the aspiration port when there is cutting without aspiration. When aspiration was applied, no bubbles were detected. Since various tests confirmed that the o-rings and membrane inside the cutter were airtight, the bubbles are not caused by leaking control pressure. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously (or since). Please note that the observed bubbles most likely occurred subsequent to the formation of so called micro-bubbles inside the outer knife. These micro-bubbles are formed due to friction of the blades. The fact that the bubbles emerged from the aspiration port might have been the result of the specific vacuum or back flush settings that were used during the operation. The formation of micro-bubbles is quite common during vitrectomy surgery. Though these bubbles are inconvenient, the phenomenon is rare and patient harm is not considered likely. Based on the investigation performed, a manufacturer related failure could not be confirmed. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No remedial action/corrective action/preventive action/field safety corrective action (fsca) was initiated.

Event description:
It was reported that during a vitrectomy procedure bubbles entered the patients eye from the tip of the vitrectomy cutter. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during a vitrectomy procedure bubbles entered the patients eye from the tip of the vitrectomy cutter. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
It was reported that during a vitrectomy procedure bubbles entered the patients eye from the tip of the vitrectomy cutter. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The device has not been returned/accessible for investigation yet. A DHR review was performed on the production documentation in which no anomalies were identified. In addition, no similar incidence have been reported on the same batch number. The investigation will be continued when the device is available for examination.